Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was damage to the usb port resulting in difficulties charging the pump unless the usb cable was angled at a specific position. There was no reported adverse impact to the customer's blood glucose level. Customer declined to provide additional information/troubleshoot the issue.